Manufacturer narrative:
Siemens filed an initial MDR on 05/02/2019 for a discordant low ca 125ii (cancer antigen second generation) patient result. Additional information (05/03/2019): the photo multiplier tube (pmt) was replaced during the troubleshooting process by the customer service engineer (cse). The pmt had been replaced proactively on (B)(6) 2019 as part of a service check. There is no indication from the service activity that it was replaced due to a failure fault. A failing pmt could potentially affect how assay samples rlu's (relative light units) recover, however it is not conclusive. The cause for the discordant low ca 125ii patient result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant ca 125ii (cancer antigen second generation) patient result obtained on the advia centaur xp instrument. A siemens customer service engineer (cse) was at the customer site, performed a total service call, and replaced the photo multiplier tube (pmt). The customer's quality control results were acceptable before and after the pmt replacement. The customer performed a comparison check of a patient sample run before and after the pmt was replaced and the initially reported result was lower. Siemens is investigating.

Event description:
A discordant low ca 125ii (cancer antigen second generation) patient result was obtained on the advia centaur xp instrument. The result was reported to the physician(s). A siemens customer service engineer (cse) was at the customer site, performed a total service call, and replaced the photo multiplier tube (pmt). The customer per laboratory protocol, recalibrated all the assays, ran quality control (qc) that was acceptable, and performed a ca 125ii comparison check of a patient sample run previously that resulted in the range of 500 u/ml to 600 u/ml. The patient sample when repeated after pmt replacement for ca 125ii was higher and was reported as the correct result by the customer. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant ca 125ii patient result.